Event description:
Regarding the stiffening stylet which is composed of an inner core (the mandrel) and outer coil, it is strongly suggested that the vendor consider these safety strategies: color the mandrel white. Color the stylet yellow. These safety strategies will assist the proceduralist when in assessing the integrity of the stylet prior to and after use.